Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 475cc smooth mentor memorygel breast implant on the left and an unknown mentor gel breast implant on the right has experienced left-sided implant rupture and right-sided grade iii capsular contracture postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This medwatch report is for the left-sided implant.